Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 524mg/dl. The customer stated that they had issues with the cannula and absorption of insulin and blood glucose went up. The customer experienced symptoms such as nausea and headache. The customer was treated with syringe. The customer was wearing the insulin pump during the hospitalization. The customer stated that their healthcare professional had identified scar tissue as the cause of the high blood glucose. The insulin pump will not be returned for analysis.